Manufacturer narrative:
The system was examined and the company representative was unable to find anything that would have contributed to the reported event. The customer confirmed that the surgical settings were attributed to the reported event. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to use error. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the surgeon indicating that the system settings were changed some time ago.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported three patients experienced corneal burns. The phacoemulsification energy balance was approximately 100. The system made a strange and loud noise. Sutures were required. Additional information has been requested but not received.